Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an audio alarm can be confirmed. The evaluation of the returned system controller, serial number (B)(6) revealed inner conductor breakdown in the power cables. In addition, there was an electrical contact between the yellow wire, which represents the alarm out signal in the white power cable and the cable shield which resulted in an audio alarm while the system controller was connected to a power module or mobile power unit. The data log files were successfully retrieved from the system controller. The event log file contained data recorded from 23jul2024 to 24jul2024 where low voltage advisory alarms associated with a depleted battery was recorded. The battery was replaced and the alarm cleared. The periodic log file contained events recorded from 13jul2024 to 24jul2024 where two low voltage advisory alarms associated with depleted batteries were recorded. In conclusion, the reported audio alarm was a result of inner conductors breakdown which appeared to be related to wear and tear due to repetitive lead flexing during use. Incidental findings: green residue in both power cables. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. According to hm3 instructions for use section ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ heartmate 3 patient handbook under section 4 ¿living with the heartmate 3/ using the shower bag¿ and heartmate 3 instructions for use under section 6 patient care and management/using the shower bag explain how to protect the system components, including the system controller when showering is approved: although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive a serious electrical shock or the pump may stop. You cannot take tub baths with the pump, but you may be able to shower after the driveline exit site heals. Your doctor decides if you can shower. Do not shower without your doctor¿s approval. After you are approved for showering, you must use the shower bag for every shower. It protects the outside parts of the system from water and moisture: both documents contain a warning regarding the proper use of the shower bag: never swim or take tub baths. Immersion in water will cause the pump to stop. Showering may be allowed, but only after the exit site has healed and only with a doctor¿s permission. Do not shower without a doctor¿s approval. If approved for showers, always use the shower bag for every shower. Never shower without the shower bag. Never expose the system controller or batteries to water. The system controller must be kept dry at all times. Do not shower while connected to the mobile power unit. Only shower while on battery power. Do not submerge the shower bag in water. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured an audible and visual no external power hazard event due to simultaneous power lead disconnects. It was also noted that the emergency backup battery usage count maxed out at 255. Additional log files were submitted prior to modular cable/system controller exchange and captured no unusual events. It was noted that the alarms resolved with the exchange.